Event description:
It was reported that the patient was about 4 years ongoing and ID not initially have the noise. The patient was completely asymptomatic but it was a loud noise. The patient wanted to check in and make sure nothing is wrong. The patient had not lost any significant amount of weight that is known. The sound was varying intermittent. The noise varied and did not seem related to one particular body position. The patient had no other mechanical devices such as ICD/crt that could have been making the noise or maybe hitting/interfering with the pump. An echocardiogram was done and there were no abnormal findings. Pump speed had not been adjusted to amend the noise since the patient was asymptomatic.

Manufacturer narrative:
Manufacturer's investigation summary: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Furthermore, review of the log file provided by the account confirmed non-sustained elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined. The submitted log file was dated (B)(6) 2020 and contained data from day 1440, hour 7, minute 6 through day 1454, hour 19, minute 14, per the timestamps. Transient elevations in pump power and estimated flow were captured on day 1443 and day 1451. These elevations ranged from 7.3-9.4 watts, and 7.4-9.3 lpm, respectively, and did not appear to be associated with pi events. Despite the observed fluctuations in pump parameters, the pump appeared to function as intended and operated above the low speed limit for the duration of the file.the account reported that the patient had complained of strange noises coming from the pump since (B)(6) 2019. On (B)(6) 2020, the patient stated that he could hear a noise coming from the pump again and intentionally recorded a ¿power cable disconnect¿ event by disconnecting one power cable, to mark the time when he heard the noise. The sound was reportedly varying, intermittent, and did not seem related to a particular body position. The patient had not lost a significant amount of weight and did not have any other mechanical devices such as an implantable cardioverter- defibrillator (ICD) or cardiac resynchronization therapy (crt) that could have made the noise or might have been interfering with the pump. An echocardiogram (echo) was performed which showed no abnormal findings. The patient was completely asymptomatic; therefore, no adjustments to pump speed were made to amend the noise. X-rays were not provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, the hmii IFU and patient handbook instruct patients to call their hospital contact right away if they notice a change in how the pump sounds, feels, or works and state that even small changes should be reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02jan2016. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The IFU addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, the IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The hmii patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump noises in (B)(6) 2019 were reported under MFR # 2916596-2019-05693. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained of strange noises coming from the pump since (B)(6) 2019. The patient complained that he could hear the noise again on his heartmate ii. This patient intentionally recorded a "power cable disconnected" to mark the time when he heard the noise. The noise was heard on the following dates: (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. Technical services reviewed the log file that captured some odd voltages while on battery power and power module. There were a few unsustained power/flow elevations. A controller exchange was recommended. Manufacturer report number of controller: 2916596-2020-05090.